Event description:
During initial assessment of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during drain cycle 6. The ultrafiltration (uf) was 1640 ml. The programmed fill volume was 2500 ml. This event meets overfill criteria. On (B)(6) 2010, product surveillance contacted the hp's nurse and provided the information to the nurse. The nurse confirmed that there was no patient injury or medical intervention associated with this report and the homepatient was doing well with treatments.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per rite testing. The lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty or the iipv found in the device logs. The device functioned normally during testing. The cause of the iipv found in the device logs was determined to be: insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).